Event description:
It was reported that a patient had a return of symptoms such as nausea and because of this she had the device adjusted on (B)(6) 2012. The reporter stated that three days later the patient passed out at work and was taken to a medical center via ambulance. It was reported that the cause of the fainting was unknown. The reporter stated that the patient "went very hot," her pupils were tiny and she was shaking and that's when she was put in the ambulance. It was reported that a doctor considered doing an EKG. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 4351, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 4351, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).